Event description:
It was reported that while using the bd vacutainer® sst ii advance plus blood collection tubes, (80) units experienced tube push off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. Evaluation of the photo did not indicate tube push off. Functional testing was performed using ten retained samples, and none of the tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst ii advance plus blood collection tubes, (80) units experienced tube push off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.